Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011; inratio: 6.5; lab: 1.2. Tests performed within about 1 hour. Also got discrepant results on about 5 other pts recently, but does not have the data right now.